Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high rv and superior vena cava (svc) impedance and noise resulting from a possible fracture. It was noted that during the revision procedure, the physician was unable to pull the lead pin out of the header of the device despite multiple attempts, until a hex wrench was used. The rv lead was removed, cleaned and the pin was placed back into the header. A tug test was performed with similar results.. The physician elected to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a fracture of the rv coil of the rv lead.